Event description:
Boston scientific received information that this atrial lead displayed ineffective pacing. Lead dislodgement was suspected. A revision procedure was performed. This lead was successfully repositioned and remains in service. No adverse patient symptoms were experienced as a result of this issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.